Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing. Technical services (ts) reviewed and stated that it could be due to two leads touching, however the x-ray imaging was normal. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing. Technical services (ts) reviewed and stated that it could be due to two leads touching, however the x-ray imaging was normal. This device remains in service. No adverse patient effects were reported.